Manufacturer narrative:
Device was used for treatment, not diagnosis. Date of event: date unknown. Original implant date unknown. This report is for one unk - screw locking/unknown lot number. Without a lot number the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient presented with a non-union and (2) broken screws in early (B)(6) 2015. One broken screw was a 4.0mmm cannulated locking screw of which the threaded portion was retained in the foot. The other was a 2.7mm locking screw which broke at the head just beneath the plate. In (B)(6) 2014, a talonavicular fusion was performed using a va midfoot/forefoot set with an x-plate. A revision procedure was performed on (B)(6) 2015 using an x-plate along with a straight fusion plate and locking screws. This report is 3 of 3 for (B)(4).